Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the while running the test with the simulator, the joules did not correspond to the energy that had been selected and claimed there were anomalies with the capacitor. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device on site and verified that there were no issues with the capacitor, and the operational checks passed. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer'ssite. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the capacitor was exhausted. There was no reported patient involvement.